Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after a routine supply change, blood glucose values from a dexcom g7 were not appearing on the ilet, and during troubleshooting the values reappeared without further intervention. Symptoms included no adverse clinical effects. Outcomes included no impact to health and no hospitalization. Investigation included remote troubleshooting and user education. Investigation of this case revealed transient signal loss between the cgm and the ilet that self-resolved, with no device component failure identified. It was concluded, based on previously established findings for similar reports, that the cause was user-system interaction and temporary communication interruption.